Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to concerns over premature battery depletion. The serial number of the s-ICD was not provided. Attempts to obtain this information are being made. However, at this time the field representative was not able to obtain the information. No additional information is available. If additional information becomes available, the report will be updated at that time. No adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.